Event description:
It was reported that the left ventricular lead had possible dislodgement. The lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. There were no anomalies found. It was noted that all conductors had blood/body fluid (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracking and cosmetic depression. It was visually noted that there was apparent explant damage.